Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed, and the returned product did not exhibit the event described in the complaint. The instrument underwent external and internal visual inspections; no broken cable was found. Additionally, to the reported complaint, the instrument was found to have a broken tube extension at the orange plastic section. A broken plastic piece was not returned, measuring roughly 1.00mm x 5.00mm in size. Thermal damage was not observed. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the tube extension. The instrument was found to have multiple indentations/burrs on the proximal clevis surface. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm monopolar curved scissors instrument had a broken cable. There was a delay of less than 15 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage occurred outside of the procedure, not in contact with the patient. There is no report of a fragment falling into the patient's anatomy. There was no injury to the patient.